Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition "drawer 3.2 failure" was confirmed by field service engineer and subsequently confirmed in the dchu inspection process. According to work order (B)(4) the fse reported that the enhanced half height drawer 3.2 was off the bus. Diagnostic light on pyxibus module board indicated an issue since it was blinking, the fse powered off and replaced retractor band. Finally, the fse tested the drawer in diagnostics. During dchu visual inspection: pn 353844-01 (a): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. Pn 353844-01 (b): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. During dchu testing: pn 353844-01 (a): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. Pn 353844-01 (b): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the complaint "drawer 3.2 failure" was due to short between adjacent copper strands of both "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage and compromised the drawer's proper functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.2 not detected on bus. As per part investigation, it was determined that short between adjacent copper strands of both "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.